Event description:
Revision of an exeter stem that had fractured in situ. As per medical review, a trident cup malposition was determined as a root cause.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through a mar and review of medical records by a clinical consultant. Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated (B)(6) 2018. Images of the device are included in the mar. As per the mar, the parts were examined with the aid of a stereo microscope at magnifications up to 50x. The stem fractured approximated 4.3 inches from the distal tip. Damage consistent with the explantation and cement-mantle break processes were observed on the stem. The proximal end of the stem was analyzed under a scanning electron microscope (sem) for further evaluation. Sem analysis: fatigue striations were observed on the fracture surface, indicating the device fractured in fatigue. Ductile fracture morphologies were observed at the location of final fracture, indicting the final fracture occurred in overload. Energy-dispersive spectroscopy (eds) analysis was performed on the stem. Elemental constituents of the stem included fe-cr-ni-mn-mo, which are consistent with (B)(6) f1586 alloy. Dimensional inspection: not performed as the dimensional aspects are not in question. Functional inspection: not performed due to a material integrity issue as there is evidence from the visual inspection that the stem was fractured upon return. Material analysis: a material analysis has been performed. The report concluded: the stem fractured in fatigue. Eds showed the stem was consistent with an (B)(6) f1586 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: procedure-related factors: cup malposition in absent anteversion. Cementation defects in proximal femoral cement mantle. Patient-related factors obesity (bmi = 41) a relevant secondary factor. Device-related factors: none as also supported by mar findings. Diagnosis: cup malposition in absent anteversion in combination with cementation defects in proximal femoral cement mantle and patient obesity (bmi = 41) as relevant secondary factor have contributed in concert to an overload condition around the proximal stem section leading to a fatigue fracture after 16-years of implantation requiring revision. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that the exeter stem crack/fracture was caused by cup malposition in absent anteversion in combination with cementation defects in proximal femoral cement mantle and patient obesity (bmi = 41) as relevant secondary factor have contributed in concert to an overload condition around the proximal stem section leading to a fatigue fracture after 16-years of implantation requiring revision.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Revision of an exeter stem that had fractured in situ. As per medical review, a trident cup malposition was determined as a root cause.